Event description:
The home patient (hp) contacted baxter's technical service center regarding a check patient line alarm which occurred on the homechoice (hc) during use during initial drain. The hp stated that there were air bubbles in the patient line. The baxter technical services representative assisted to end therapy and advised to start over with new supplies. Corporate product surveillance contacted the hp on (B)(6) 2011. He stated that he did not notice anything unusual about his supplies. The cassette had been discarded, and there were no companion samples available. He did not recall the lot number. Since then, therapy has been going well. There were no adverse effects reported to be caused by this incident. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a check patient line alarm could not be confirmed. The root cause was undetermined.

Manufacturer narrative:
(B)(4).per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.